Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the x-arm over the secondary rack of the pipetter assembly was out of position. The arm adjusted. The instrument was tested without further problem and returned to service.